Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited high out of ranging pacing impedance measurements of greater than 2000 ohms. A revision procedure was performed where the lv lead was tested on a pacing system analyzer (psa) and yielded the same high out of range impedance measurements. The cause of the out of range impedances remained unknown thus the lv lead was surgically abandoned and replaced. The crt-d was also explanted and replaced during the procedure for normal battery depletion. No additional adverse patient effects were reported.